Event description:
The dealer states that a clip fell off of the seat. The dealer described the saddle clamp as the part that broke off. The dealer states that the part is broken in half.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.